Event description:
It was reported that the patient experienced asystole and received inappropriate shocks. The device was not pacing and right ventricular (rv) lead oversensing was detected. The device was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).